Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress. The lot number for the device involved has been requested from the reporter.

Event description:
The complaint alleges "the comfort flo plus had been used on a patient and after 12 hours a hole was discovered in the tubing. The end user stated they heard air leaking and discovered the hole". There was no report of harm to the patient. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the tube. It is possible that this defect occurred due to mishandling the product. The failure was reported during use. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure, 100% leak testing is conducted during the assembly process and 100% visual inspection is done at the packing area. Any defective products would be detected prior to release from the manufacturing facility.

Event description:
The complaint alleges "the comfort flo plus had been used on a patient and after 12 hours a hole was discovered in the tubing. The end user stated they heard air leaking and discovered the hole". There was no report of harm to the patient. The patient's condition was reported as "fine".